Event description:
Both inserts moved when inserted. Representative confirms that both were inserted correctly. They were impacted and inserted correctly. They were moving inside the shell. When checked to see if stable, the both moved.